Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, during suture harvesting, the suture broke. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The link was still attached to the device with the posterior cuff correctly within the posterior foot pocket. Attached at the other end, anterior, of the link was a cuff. Examination of the cuff confirms the tabs were bent and damaged, indicating attachment and detachment from the anterior needle. The returned plunger confirms anterior needle tip damage to confirm the detachment from cuff. Because of the detachment, the user would observe the force to pull the plunger and detachment feedback would appear similar to a suture breaking. The cause of the detachment is the posterior cuff remaining in the foot pocket. The observations confirm a cuff miss on the posterior foot. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.